Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 204 mg/dl and the sensor glucose was 104 mg/dl. There was 100 point difference between customer's sensor glucose value and blood glucose value. The customer's blood glucose at the time of incident was 333 mg/dl and current is 225 mg/dl and customer treated it with syringe. The insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was below 104 mg/dl. The suspend on low limit in sensor settings was 100 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Based on customer report customer does not allege pump was under delivering. The sensor will not be returned for analysis.